Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side recalled implants and "discomfort", capsular contracture baker grade iii. Healthcare professional later reported "capsular contracture on bilateral palpation without observation of visual deformity but with chronic pain and bilateral breast hardening. It could be classified as baker's grade 3 contracture". Device remains implanted.

Event description:
Device has been explanted.